Event description:
The pump was overrunning and filled up the patient's knee. Technician stated that once overrunning was noticed, he replaced the transducer and the pump worked fine and the case was completed without incident. Patient's swelling went down during recovery and was released as normal . To his knowledge, the patient made a full recovery.